Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2013 and mesh was implanted into the patient. It is reported that the patient had perigee and monarc sub facial hammock implants as well, however there is no clarifying information provided at this time. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2013. It was reported that the patient underwent a gynecological procedure on (B)(6) 2013 due to stress urinary incontinence. During both procedures meshes were implanted into the patient. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with excision of previous vaginal mesh.